Event description:
It was reported that during the post-use operation check in an arctic sun device, water leakage was observed near the back right area (around the drain valve) from the front side of the main unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered in CAPA # 2666889. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by (B)(6) for sale to bd. The device was evaluated upon receipt. During evaluation found the leak from the drain valve. The drain valve replaced. Unit was evaluated for functionality per (B)(4) rev02. Arctic sun passed all tests successfully and unit is ready to be back in service. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A labeling review is not required because labeling could not have prevented this issue. CAPA #2666889 and sa# ucc-21-4076-sa have been opened for this failure. Refer to the CAPA for further action. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.